Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (tfnt30-60) that is sold in the united states under (PMA/510(k) # (p040020). The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during cataract surgery with an intraocular lens (iol) implant procedure, the lens developed a scratch during injection and had to be replaced. The lens was replaced with a clear one using a new injector and a new cartridge batch. Additional information has been requested and received stating that the lens was implanted and then explanted. The procedure was completed on same day.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).